Event description:
Litigation papers state that during revision surgery to address poly wear, the poly catastrophically failed and the cup came out very easily. Acetabular reconstruction and femoral head exchange was performed during a re-revision on a later date. It should be noted that the acetabular poly and cup were mfg by a competitor. The femoral head was mfg by depuy.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: litigation papers state that during revision surgery to address poly wear, the poly catastrophically failed and the cup came out very easily. Acetabular reconstruction and femoral head exchange was performed during a re-revision on a later date. It should be noted that the acetabular poly and cup were manufactured by a competitor. The femoral head was manufactured by depuy. Doi: (B)(6) 1999 - dor: (B)(6) 2008 and revised again on (B)(6) 2008 (left side). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event with the information available, however, it has been reported that the depuy femoral head was implanted with a competitor manufactured product. This use of the depuy device is not recommended. Based on the investigation a need for corrective action is not indicated. The investigation has also determined that the femoral head product code is now obsolete. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.